Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflator had random error code displayed several times. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found random error code displayed several times and the printed circuit board was defective. Should additional relevant information become available, a supplemental report will be submitted.